Event description:
On (B)(4) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was prompting an unspecified error message .the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began at an unspecified time on (B)(6) 2012. The patient denied managing her diabetes with medication and stated that she continued her normal diabetes management despite the alleged issue starting. The patient claimed that ½ hour after the alleged error message began prompting she became "sweaty." However, the patient denied receiving medical intervention as a result of the alleged issue. During troubleshooting the patient was unable to confirm which error message the subject meter was prompting and the cca was unable to resolve the alleged issue during a retest. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury as result of the alleged issue.

Manufacturer narrative:
(B)(4) 2012 - device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on [(B)(4) 2012] with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.